Event description:
It was reported that the patient presented with spinal degeneration. The patient underwent minimally invasive transforaminal lumbar interbody fusion (tlif) at l5-s1 using rhbmp-2/acs, local bone graft, interbody cage and pedicle screws. Two months post op the patient presented with moderate radiculopathy/dysesthesia; the implant had dislodged/migrated. Four months post-op the patient underwent removal of cage and revision of l5-s1 posterolateral fusion with iliac crest bone graft (icbg). The patient's last follow up exam was performed at 11 months.

Manufacturer narrative:
Concomitant products: sextant pedicle screws, rhbmp-2/acs, local bone (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).